Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages and false asystole events) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an issue inside ECG electrode c.  An unused pulse wire migrated within the ECG c electrode and cut into the lead2- (orange) wire. A root cause investigation determined that the cause of the unused wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving adjust belt messages and false asystole messages.